Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one crosser 14s cto recanalization catheter was returned for evaluation. No kinks were noted to the catheter and no anomalies were noted to transducer handle. Material separation was noted, a tear was also noted to the outer catheter. Due to the condition of the device the functional test was not performed. Therefore the investigation is confirmed for material separation and tear. However the investigation is inconclusive for device - device incompatibility. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2021). The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in procode and PMA/510k.

Event description:
It was reported that during preparation of recanalization procedure, the guidewire allegedly would not load into the catheter. It was further reported that another catheter was used to complete the procedure. There was no patient contact.